Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that there was a concern with the electrocardiogram (ECG) cable. Remote support from the customer care solution was received and it was determined this was a malfunction of the ECG leadset and ECG trunk. The rse provided the customer with part number and pricing for a replacement ECG leadset and ECG trunk; however, the customer did not accept the quote. Based on the information available, the cause of the reported problem was malfunction of the ECG leadset and ECG trunk. The reported problem was confirmed. The rse provided the customer with part number and pricing for a replacement ECG leadset and ECG trunk; however, the customer did not accept the quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 exhibited a ECG lead cable issue. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.